Manufacturer narrative:
Insulin pump passed functional test including displacement, prime/compromised force sensor system, basic occlusion, occlusion and no delivery tests. Insulin pump received with stripped battery cap coin slot. Device had cracked case window display corner and lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she was unable to remove the battery cap. Customer's blood glucose was 114 mg/dl. During troubleshooting, customer mentioned she was hospitalized for diabetic ketoacidosis due to an allergic reaction to percocet. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.